Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer changed the pump charging supplies but the issue persisted, resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.